Event description:
Since having essure placed I have experienced bloating, fatigue, headaches, severe menstrual cramping, heavier menstrual cycles, mood swings. Diagnosed with fibromyalgia in 2001. Diagnosed with anxiety in 2001. Left tube, ovary and dermoid tumor removed in 2005. Allergy to metal and nickel.